Manufacturer narrative:
(B)(4). Date sent 8/26/2025 d4 batch #m9aa95 b3: only event year known: 2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, one(1) clip was found jammed inside clip track causing the feeding issues and eleven(11) clips were found inside the clip track. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device lot/batch number, m9aa95, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device is not able to fire. After fire, the staple was not ejected. There were no patient consequences.